Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. Claim #(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo_13.2 implantable collamer lens, of diopter -7.0/1.0/012 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2024. On (B)(6) 2024 the lens was exchanged horizontally with a same model and length lens due to low vault without rotation. This resolved the problem. Additional information provided "this patient's left eye was 1332 vertically replaced with 132 horizontal lenses". Cause of event was reported as unknown.

Manufacturer narrative:
D4 primary unique device identifier (UDI) #: (B)(4). H3 device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found the lens haptic torn and bent. Dimensional inspection found the lens to be within specifications. H4 - device manufacture date: 14-jul-2023 corrected to 11-jul-2023. Claim # (B)(4).